Manufacturer narrative:
The investigation for the reported purge issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic received the rfid error continuously for 10 seconds until the cassette (s/n (B)(6)) was removed entirely. Upon cassette reinsertion, the ¿rfid error¿ was continuous for 14 seconds, most likely due to the purge cassette not being completely inserted into the purge motor spindle, which might have resulted in the reported complaint - strange noise. No real time log was available to check for "purge pressure" and "purge flow ticks" since there was no pump connected on the case associated with reported failure mode. Device analysis: the console was tested on an engineering lab bench. The strange noise was reproduced by placing the purge cassette close to the aic spindle without completely inserting it into the spindle, and during the strange noise, aic received the rfid error continuously until the purge cassette was removed entirely from aic or completely inserted into the spindle. Per the results of the clinical review and investigation, the root cause was determined to be most likely due to a use issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that during case preparation, the aic started to make a strange noise during purge cassette priming. Switched to another aic with no issue. The same purge cassette was used, so the hospital assumed the issue was related to aic. There was no report of patient harm or injury.